Event description:
It was reported that this left bundle branch (lbb) lead was part of a system revision due to a pocket infection. Reportedly, the pocket had opened up and became infected. There was no additional adverse patient effects were reported. This lbb lead was explanted.